Event description:
This lead was capped due to noise/artifact. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
13-feb-2024 there were also inappropriate shocks. Should additional information be received, this file will be updated. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.